Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 450 mg/dl. The customer changed the cartridge, infusion tubing and site. Insulin delivery was resumed. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.